Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the preparation for a kidney drainage procedure, the suture was pulled back outside of the patient to create a pig tail curve on the flexima drainage catheter and the suture broke. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: received one apdl/8 flexima regular catheter loaded with metal cannula. The catheter device was intact but slightly curved from use. Residue was present in the catheter device to indicate use. From a visual evaluation, it was found that the suture was broken near the proximal hub and the remaining section of the suture with stopcock key was not returned. Examining the cut/broken end of the suture, it appears that the suture was weakened and broken due to being caught between the catheter hub and cannula hub and/or sharp edge of metal cannula. The suture did not break due to inadequate suture strength or material degradation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)

Event description:
It was reported that during the preparation for a kidney drainage procedure, the suture was pulled back outside of the patient to create a pig tail curve on the flexima drainage catheter and the suture broke. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient status is ok.